Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received excessive failed battery and battery continues to die. Each time battery was changed, time / date and reservoir reset was requested. Customer was advised that battery cap would be replaced.